Manufacturer narrative:
The serf ci/e liner is not involved in the system failure but it had to be replace due to the femoral head retentivity system. Device not returned to manufacturer.

Event description:
The revision on (B)(6) 2016 was due to acute infection, irrigation and debridement. The surgeon explanted a ci 53/28 e and replaced it with another serf implant of the same size. The serf ci/e liner is not involved in the system failure but it had to be replace due to the femoral head retentivity system.